Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 54mm in diameter abdominal aortic aneurysm. It was reported that the patient presented with abdominal pain. A CT scan revealed that the right iliac limb had lost apposition to the vessel wall resulting in a distal type I endoleak. The physician performed an intervention and implanted an endurant ii 16x16x93 giving an additional 2-3 cm of seal, resolving the endoleak. Per the physician the cause of the event was due to not extending far enough at the index procedure. No additional clinical sequelae were reported and the patient is fine.